Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a long stent procedure post lung transplant for a non-malignant 2cm stricture in the right main stem, performed on (B)(6) 2010. According to the complainant, during the procedure, the stent only deployed halfway and became stuck. It was noted under fluoroscopy that the catheter bowed during the attempted deployment. The area had not been predilated, and the anatomy was reported as having post surgery anastomosis. The physician had to pull the stent out of the esophageal-tracheal tube, causing a small amount of bleeding that required no medical intervention. The procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a long stent procedure post lung transplant for a non-malignant 2cm stricture in the right main stem, performed on (B) (6) 2010. According to the complainant, during the procedure, the stent only deployed halfway and became stuck. It was noted under fluoroscopy that the catheter bowed during the attempted deployment. The area had not been predilated, and the anatomy was reported as having post surgery anastomosis. The physician had to pull the stent out of the esophageal-tracheal tube, causing a small amount of bleeding that required no medical intervention. The procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and the shaft was bent proximal to the crocheted stent. No issues were noted with the crochet stitches at the point of release from the stent. During analysis, it was possible to retract the deployment suture and fully deploy the stent with no significant resistance being met. No issues were noted with the profile of the deployed stent. A review of the device history record was performed; no anomalies were noted. From the information available, this device was not used per the directions for use. The ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. This device was used to treat a non malignant stricture post lung transplant. The most probable root cause is user error.

Manufacturer narrative:
(B) (4) (bleeding), (stent, partially deployed) the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.